Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clips feed sideways into jaws of device? Did clips drop or eject from device? How was case completed? The el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Two plastic bottles with malformed clips were received along with the instrument. The plastic bottle (1) contained one conforming clip and five malformed clips that appear to be removed from a structure. The plastic bottle (2) had three malformed clips.

Event description:
It was reported that prior to an unknown procedure the clip applier couldn`t hold clips when she tested it before using on the patient. The clips were loaded unevenly.